Event description:
Upon initiation of dialysis optiflux 160nr dialyzer, lot # 6ku425 leaked blood from the membrane into the dialysate compartment. Treatment stopped and reinitiated with new dialyzer. Approximate blood loss 100cc.